Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the completed portion of the cryo ablation procedure, all sheaths and catheters were removed from the patient. Protamine was given to the patient and the patient had an onset of hypotension. The patient was reintubated and blood was subsequently observed to be pooling through the intubation tube. Additionally, the patient became hypoxic. Resuscitation was attempted but the attempts were unsuccessful. The patient died. It was noted that during the case, the esophageal temperatures were recorded, the phrenic nerve was paced and remained normal throughout the procedure, and intracardiac echocardiography (ice) showed no pericardial effusion. It was suspected that the patient may have had an anaphylactic reaction.